Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 181 mg/dl. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and motor safety circuit failed test error confirmed in history file due to software error. Unable to calibrate due to critical pump error.